Event description:
Information was received from the patient via the company representative (rep) regarding the patient receiving intrathecal medication via an implantable pump. It was reported that the patient was experiencing a significant delay in personal therapy manager (ptm) boluses so they were instructed on how to clear the ptm data which they did on 09-may, the patient then went to their provider on 13-may and they attempted to view the ptm data from the ptm and there was none. The company rep believed the data was only cleared once and that the patient was using the ptm since it was cleared but it still had no data.

Manufacturer narrative:
Continuation of d10: product ID a820 product type software section d information references the main component of the system. Other relevant device(s) are: product ID: a820, medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.